Event description:
Customer confirmed, tooth (B)(6) was the correct implant site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product, identified worn markings, due to usage. And a fracturing at the threads. Functional testing to recreate the reported event could not be performed, due to the nature of the device and event. No pre-existing conditions were noted, on the complaint. The reported device location was (B)(6). And usage is unknown. X-ray images were provided. See attached x-ray in the complaint. Images shows screw fracture. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur. And the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by the customer that the gold screw broke in half. Patient will return for a new iunihg screw. No injury reported. Tooth #17.